Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes with noisy non-physiological signals. The rv lead impedance measurements were stable. No changes or interventions were performed. There were no patient consequences.